Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty pairing the pump with a dexcom g7 sensor for approximately two hours, after which the sensor successfully connected and glucose readings were received; the user reported elevated blood glucose attributed to the prior connection issue, and was advised to contact customer care if the issue recurred or glucose did not trend down. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included user education and troubleshooting conducted by customer care. Investigation of this case revealed a temporary communication or pairing failure between the pump and cgm without persistent malfunction once connection was re-established. It was concluded, based on previously established findings for similar reports, that the cause was user- or environment-related connectivity disruption with normal device function following reconnection.